Event description:
Sorin group italia received a report that, during priming,plastic particles were seen floating within the heath exchanger csc14. There is no report of any patient injury.

Manufacturer narrative:
A1_a5 patient information was not provided. H11 sorin group italia is the manufacturer for csc14, the event has occurred in the united states. Complained device has returned to the manufacturing site for investigation. Visual inspection could not locate any particle inside the unit. Then, elution test was performed: bubbles generated were retained within the bubble trap and expelled through the purge port, with no plastic fragments detected. Based on product analysis, the presence of any foreign object within the device was not confirmed. Analysis of complaints database revealed no other similar occurrences notified for batches concerned (csc14 and pts) from the market, thus excluding any systematic quality deviation batch-related. Based on investigation findings, the following scenarios cannot be excluded: - the particle may have been lost during return shipment to livanova, as the purge port was not sealed. - the particle may have been introduced and remained undetected during csc14 manufacturing or pts assembly. - the particle may have originated from crystallization of salts in the priming solution, which later dissolved during testing or over time. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.